Manufacturer narrative:
Conclusions: device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a surgeon was having difficulty getting the programming wand to function properly. Routine troubleshooting such as checking the connections, making sure nothing was plugged into the wall, and checking the wand batteries did not resolve the issue. A replacement wand was sent out and it was requested that they return the old wand. Good faith attempts to obtain the wand in question for product analysis have been unsuccessful to date.